Event description:
Event description cpi received information that this patient with an implantable cardioverter defibrillator (ICD) and a large patch lead (model 0041, serial 130792), small patch lead and two unipolar leads (model for both, 4312 serial 042086 and serial 042087) was receiving spurious shocks. The physician performed an invasive procedure and documented fractures on all the leads except the small patch lead. The leads were explanted and a new endotak lead was implanted. Implanted-11/28/90. Explanted-11/28/90. Implant months-68.1.